Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported when the patient had a return of symptoms, not voiding as well, and had to catheterize. They also could not feel the stimulation and they usually could. They noted that ¿it couldn¿t find the device¿ but then it did and a power-on-reset (por) was seen. The patient did have recent emi exposure as they had surgery 2 weeks ago because the ins fell forward, was poking out, and was hurting (pretty much since the time of implant). The healthcare professional (hcp) went in and made it deeper and stitched it in place. The patient had a follow up appointment with their hcp on (B)(6) 2019. There were no further complications reported or anticipated.